Manufacturer narrative:
The product was not returned. A photo was provided of an implanted lens. The haptic gussets were not visible. Unable to determine orientation. There appeared to be crack or scratch in the center of the lens. No other determination can be made from the photo. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified cartridge was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The lens model is only qualified for use with the company cartridges. The root cause for the reported lens damage may be related to a failure to follow the IFU. The lens model is only qualified for use with the company cartridges. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, they noticed that they had a line/mark on their lens after implant. He used lens but implanted through a different cartridge, but it should have been implanted through another cartridge. No patient harm, but lens has a mark in the middle of it. Lens was still implanted in the patient's eye. Additional information has been requested.